Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 21-jan-2021. The most recent information was received on 28-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('severe pain in the lower abdomen, like stabbing / constant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), neck pain ("pain in the neck"), shoulder pain ("pain in shoulders"), pain in upper extremities ("pain in arms"), painful hips ("pain in hips"), aching in knees ("pain in knees"), pains in legs ("pain in legs"), painful feet ("pain in feet"), vertigo ("vertigo"), amnesia ("memory loss"), tinnitus ("ringing in the ears"), headache ("headaches"), depression ("depressed"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). At the time of the report, the abdominal pain lower, neck pain, shoulder pain, pain in upper extremities, painful hips, aching in knees, pains in legs, painful feet, vertigo, amnesia, tinnitus, headache, depression, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, depression, fatigue, headache, neck pain, pain in upper extremities, shoulder pain, tinnitus, vertigo, painful hips, pains in legs, aching in knees and painful feet to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('severe pain in the lower abdomen, like stabbing / constant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), neck pain ("pain in the neck"), shoulder pain ("pain in shoulders"), pain in upper extremities ("pain in arms"), painful hips ("pain in hips"), aching in knees ("pain in knees"), pains in legs ("pain in legs"), painful feet ("pain in feet"), vertigo ("vertigo"), amnesia ("memory loss"), tinnitus ("ringing in the ears"), headache ("headaches"), depression ("depressed"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). At the time of the report, the abdominal pain lower, neck pain, shoulder pain, pain in upper extremities, painful hips, aching in knees, pains in legs, painful feet, vertigo, amnesia, tinnitus, headache, depression, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, depression, fatigue, headache, neck pain, pain in upper extremities, shoulder pain, tinnitus, vertigo, painful hips, pains in legs, aching in knees and painful feet to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.